Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device rebooting unexpectedly was confirmed. Ventec then downloaded the latest version of device software which resolved the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issue was an older software version which allowed the cough valve to activate even when the device's exsufflation time was set to zero -- a time when the cough valve should not move. A leak in the system while the cough valve is moving would allow the device to see negative pressure when it is expecting positive pressure and, as a result, cause the device to reboot unexpectedly. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device rebooted unexpectedly. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided.